Event description:
It was reported that upon removal from the packaging, the balloon expandable stent was dislodged from the balloon. There was no pt involvement.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The stent was dislodged proximally on the balloon. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. This indicates that the stent was crimped on the appropriate balloon location during the mfg process. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available information. It is unk if procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully.